Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular and atrial lead were capped and replaced on (B)(6) 2019 due to clavicular crush. The patient was stable before, during and after the procedure. Related manufacturer report: 2017865-2019-18341.